Event description:
A report was received per social media that the patients ipg had migrated which caused agony. Numbness was also felt by the patient in the thighs and legs. The patients ipg was also defective. The patient underwent an explant.